Event description:
In 2007 this patient was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. By the completion of the case the patient's left hypogastric artery was unintentionally covered. No intervention was performed, as the patient was receiving sufficient collateral blood flow to the lower extremity.

Manufacturer narrative:
The device remains functioning in the pt. A review of the mfg paperwork has been contucted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.